Event description:
It was reported that during a dialysis catheter placement procedure, the device allegedly had crack and a small blood leak. It was further reported that the fissure was identified in the venous portion close to the y of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm equistream d/l catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted to the blue luer extension leg, proximal to the y-body. The edges of the extension leg on the catheter was noted to be uneven and the surface was noted to be granular in one region and what appeared to be striations were noted on the other region. Therefore, the investigation is confirmed for the reported fracture and leak issues as the surface was noted to be granular in one of the regions is the indication of the partial break. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the device allegedly had crack and a small blood leak. It was further reported that the fissure was identified in the venous portion close to the y of the catheter. There was no reported patient injury.